Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported issue. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the pod was delivering insulin after the patient paused insulin delivery. The patient's blood glucose levels (bg) dropped below desired levels, but specific bg levels were not provided. As treatment, a new pod was placed.